Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing) during drain three. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient continued therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.